Event description:
It was reported that at a follow up appointment, a substantial decrease the battery longevity was observed. The physician scheduled a device explant procedure, but has not yet been performed. At this time, the device remains implanted and in-service. The patient was stable with no adverse consequences.